Event description:
Patient a: admitted to the hospital for elective right total hip arthroplasty. 6-week status post the hip replacement for avascular necrosis (avn). The patient had a chronic lateral eschar which had been somewhat stable. Postoperatively the patient did have a significant allergic reaction to either adhesive or another postoperative skin chemical. Patient b: patient had a right femoral fracture and underwent an open reduction and internal fixation. The 7-day dressing was removed by nurse-practitioner due to excessive exudate with large blister and bruising noted. Patient c: the patient had a total right knee replacement. Incision- well approximated with staples and bruising present. Wound care gently removed the dressing and noted mod drainage with unroofed blister present. Patient d: this patient had an abdominal perineal resection, when wound care removed this dressing they noted that there was no blistering of the skin, but there was significant erythema around the incision site. Concern: multiple cases of medical adhesive related skin injuries (marsi) in orthopedic patients with use of aquacel surgical dressing. Root cause: unknown. Causes could be: incorrect application and removal, dressing unable to manage incisions with excessive exudate, or contact dermatitis reaction to adhesive.